Event description:
Customer reported via phone, customer reported via phone he was having issues with the insulin pump. In the morning it alarmed no delivery during a bolus. Then 15 minutes later it alarmed motor error. Customer's blood glucose was 155 mg/dl. Customer had been with his doctor because he was experiencing high and low blood glucose and was advised to get the device replaced. Troubleshooting for motor error was performed and alarm occurred during a basal. The device was able to complete the rewind sequence. Customer declined troubleshooting for the no delivery alarm. Alarm history was reviewed and it was noted the device had alarmed button error. Customer didn't recall any significant event which may have caused the alarm nor his blood glucose level. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor and excessive no delivery test. There was no motor error, button error or excess no delivery alarms during testing noted. The motor passed the motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, reservoir tube lip and battery tube threads.